Event description:
Zoll customer support contacted a (B)(6) old female pt for an unrelated issue. During servicing of the pt's belt, a reportable event was discovered. The trunk cable and trunk cable connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable and trunk cable connector were damaged. Upon eval, driven ground signal was open. The cause for the open driven ground signal is damage to the trunk cable. The root cause of the damage to the trunk cable and trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective components. The pt received a replacement electrode belt.